Event description:
It was reported that a dissection occurred resulting in additional stent placement. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, while establishing reverse flow, flow stopped at the arterial sheath. A dissection was observed in the common carotid artery (cca) from the sheath tip up to the carotid bifurcation. The physician elected to place a second stent to tack down the dissection. After placement of the second stent, angiography was performed, demonstrating no visible dissection or flow disruption in the cca. The procedure was completed, and the patient awoke neurologically intact. The patient was discharged the following day with no reported complications.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that a dissection occurred resulting in additional stent placement. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, while establishing reverse flow, flow stopped at the arterial sheath. A dissection was observed in the common carotid artery (cca) from the sheath tip up to the carotid bifurcation. The physician elected to place a second stent to tack down the dissection. After placement of the second stent, angiography was performed, demonstrating no visible dissection or flow disruption in the cca. The procedure was completed, and the patient awoke neurologically intact. The patient was discharged the following day with no reported complications.